Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot number was provided, pending a device history lot review. Additional reporter: ever medical co., ltd. Lucy wu productsspecialist04@evermedical.com.tw tel: 886-2-2712-6611.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported the ch3034, and pump set are loose that lead to leakage. The event occurred during infusion. There was chemo but did not come in contact with the patient or healthcare provider. The chemo spill was cleaned per facility protocol. The device was replaced without further problem. No issue was reported on the pump set. The device was not reprocessed / re sterilized. There was patient involvement, but no adverse event/patient harm, and no delay in critical therapy.